Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and later on the same day had allergic reaction. No relevant medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in left knee for mild osteoarthritis and meniscus tear. It was reported that within 48 hours patient made a visit to the emergency room (ER). On the same day, patient was diagnosed with a severe allergic reaction. The symptoms of a reaction started the same evening of receiving the shot. The same day, on thursday, at night, when patient went to bed, her heart was racing a little bit. Then on friday night, it was still racing. Patient called her doctor who instructed her to go the ER if it gets worsened or if she had additional symptoms. On (B)(6) 2017 (saturday) during the day, patient began to have chills. She described the chills as severe, requiring several blankets on a 90-degree day. Patient went to the emergency room. Patient's face was flushed with a rash down her neck and she had red legs. An electrocardiogram (EKG) was performed and heart issues were ruled out. It was determined to be an allergic reaction. Patient was given an "allergic reaction cocktail" in the emergency room which consisted of IV diphenhydramine hydrochloride (benadryl), famotidine (pepcid) and steroids. Patient was sent home with prescriptions for famotidine, prednisone, diphenhydramine hydrochloride and epinephrine (epipen) in case needed it. It was reported that the patient was much better, but was still having some symptoms. Last wednesday night patient was literally freezing. Patient was still taking the prednisone. Also reported that this was the only time patient had ever received synvisc-one and she would not ever be able to take it again. Corrective treatment: IV diphenhydramine hydrochloride, famotidine, prednisone and epinephrine. Outcome: recovering a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention additional information was received on 18-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
Based on additional information received on 29-aug- 2017, this case initially processed as unsolicited was now considered as a spontaneous case via health authority. This unsolicited case from united states was received on 0(B)(6)2017 from a patient. This case concerns a 51-year-old female patient who received treatment with synvisc one injection and later on the same day had allergic reaction. No relevant medical history and concurrent conditions were reported. Concomitant medications included pantoprazole, naproxen, over the counter medications, unspecified multivitamins, loratadine (claritin), folic acid and calcium. On (B)(6)2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in left knee for mild osteoarthritis and meniscus tear. It was reported that within 48 hours patient made a visit to the emergency room (ER). On the same day, patient was diagnosed with a severe allergic reaction. The symptoms of a reaction started the same evening of receiving the shot. The same day, on thursday, at night, when patient went to bed, her heart was racing a little bit. Then on friday night, it was still racing and was worse. Patient called her doctor who instructed her to go the ER if it gets worsened or if she had additional symptoms. On (B)(6)2017 (saturday) during the day, patient began to have chills and dry mouth. She described the chills as severe, requiring several blankets on a 90-degree day. Patient went to the ER. Patient's face was flushed with a rash down her neck and she had red legs. An electrocardiogram (EKG) was performed and heart issues were ruled out. It was determined to be an allergic reaction. Patient was given an "allergic reaction cocktail" in the ER which consisted of IV diphenhydramine hydrochloride (benadryl), famotidine (pepcid) and steroids. Patient was sent home with prescriptions for famotidine, prednisone, diphenhydramine hydrochloride and epinephrine (epipen) in case needed it. It was reported that the patient was much better but was still having some symptoms. Last wednesday night patient was literally freezing. Patient was still taking the prednisone. Also reported that this was the only time patient had ever received synvisc one and she would not ever be able to take it again. Corrective treatment: IV diphenhydramine hydrochloride, famotidine, prednisone and epinephrine. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention additional information was received on 18-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 29-aug-2017 from patient via health authority. Additional symptom of dry mouth was added with details. Verbatim of allergic reaction was updated to severe allergic reaction and face flushed was updated to face was flushed/flushing of my skin. Clinical course was updated. Text was amended accordingly.

Event description:
Severe allergic reaction [allergic reaction] ([heart racing], [chills], [flushing], [neck rash], [redness of legs], [feeling cold], [dry mouth]) case description: based on additional information received on 29-aug-2017, this case initially processed as unsolicited was now considered as a spontaneous case via health authority. This unsolicited case from united states was received on (B)(6)2017 from a patient. This case concerns a 51-year-old female patient who received treatment with synvisc one injection and later on the same day had allergic reaction. No relevant medical history and concurrent conditions were reported. Concomitant medications included pantoprazole, naproxen, over the counter medications, unspecified multivitamins, loratadine (claritin), folic acid and calcium. On (B)(6)2017, patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in left knee for mild osteoarthritis and meniscus tear. It was reported that within 48 hours patient made a visit to the emergency room (ER). On the same day, patient was diagnosed with a severe allergic reaction. The symptoms of a reaction started the same evening of receiving the shot. The same day, on thursday, at night, when patient went to bed, her heart was racing a little bit. Then on friday night, it was still racing and was worse. Patient called her doctor who instructed her to go the ER if it gets worsened or if she had additional symptoms. On (B)(6)2017 (saturday) during the day, patient began to have chills and dry mouth. She described the chills as severe, requiring several blankets on a 90-degree day. Patient went to the ER. Patient's face was flushed with a rash down her neck and she had red legs. An electrocardiogram (EKG) was performed and heart issues were ruled out. It was determined to be an allergic reaction. Patient was given an "allergic reaction cocktail" in the ER which consisted of IV diphenhydramine hydrochloride (benadryl), famotidine (pepcid) and steroids. Patient was sent home with prescriptions for famotidine, prednisone, diphenhydramine hydrochloride and epinephrine (epipen) in case needed it. It was reported that the patient was much better, but was still having some symptoms. Last wednesday night patient was literally freezing. Patient was still taking the prednisone. Also reported that this was the only time patient had ever received synvisc one and she would not ever be able to take it again. Corrective treatment: IV diphenhydramine hydrochloride, famotidine, prednisone and epinephrine. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 49066. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 18-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 29-aug-2017 from patient via health authority. Additional symptom of dry mouth was added with details. Verbatim of allergic reaction was updated to severe allergic reaction and face flushed was updated to face was flushed/flushing of my skin. Clinical course was updated. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 08-aug-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later on the same day had allergic reaction. No relevant medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot and expiration date not provided) in left knee for mild osteoarthritis and meniscus tear. It was reported that within 48 hours patient made a visit to the emergency room (ER). On the same day, patient was diagnosed with a severe allergic reaction. The symptoms of a reaction started the same evening of receiving the shot. The same day, on (B)(6), at night, when patient went to bed, her heart was racing a little bit. Then on (B)(6) night, it was still racing. Patient called her doctor who instructed her to go the ER if it gets worsened or if she had additional symptoms. On (B)(6) 2017 ((B)(6)) during the day, patient began to have chills. She described the chills as severe, requiring several blankets on a 90-degree day. Patient went to the ER. Patient's face was flushed with a rash down her neck and she had red legs. An electrocardiogram (EKG) was performed and heart issues were ruled out. It was determined to be an allergic reaction. Patient was given an "allergic reaction cocktail" in the ER which consisted of IV diphenhydramine hydrochloride (benadryl), famotidine (pepcid) and steroids. Patient was sent home with prescriptions for famotidine, prednisone, diphenhydramine hydrochloride and epinephrine (epipen) in case needed it. It was reported that the patient was much better, but was still having some symptoms. Last wednesday night patient was literally freezing. Patient was still taking the prednisone. Also reported that this was the only time patient had ever received synvisc-one and she would not ever be able to take it again. Corrective treatment: IV diphenhydramine hydrochloride, famotidine, prednisone and epinephrine. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.